Manufacturer narrative:
Medtronic anticipates receipt of this device for analysis. In addition, medtronic has requested details concerning this event, including device and pt specific info. Conclusion: no conclusion can be drawn at this time due to insufficient info provided by the user facility. No reported adverse pt effects. A supplement report will be submitted to FDA upon completion of the investigation.

Event description:
Medtronic received info that this cardioplegia heat exchanger would not reheat, and that the product would be returned for analysis. No add'l info concerning the event was provided.